Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety mechanism failure occurred after use with a 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc. The following information was provided by the initial reporter, "when removing the needle, the safety mechanism didn't activate. "

Event description:
It was reported that safety mechanism failure occurred after use with a 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc. The following information was provided by the initial reporter, "when removing the needle, the safety mechanism didn't activate. "

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22ga insyte autoguard needle-barrel assembly and a needle cover. Upon visual examination, the unit received was not retracted with the needle fully in the out position. There was no physical-mechanical damage observed on any of the components of the assembly. A functional test was performed where the white button was pressed, and the hub and button did not move/retract. The reported issue was confirmed. Further inspection showed traces of cured adhesive between the hub and the white button. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive between the hub and the grip of the unit. This type of defect can occur due to station misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h.10